Event description:
Pt undergoing cardiac cath: guide wire which was inserted into the right femoral artery, frayed when removed. Pressure applied to groin. Fluoroscopy employed to scan for loose parts of wire. Pt sustained no negative effects from this incident. Please note, unable to obtain serial number for this equipment.